Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of olympus service operation repair center (sorc), omsc surmised that the forceps elevator wires of the subject device possibly broke due to a fatigue by repeated manipulating and the excessive mechanical stresses. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation center (sorc) was informed from the user that some wires of the composing the forceps elevator wire of the subject device were cut and then risen at the unspecified timing. There was no patient injury associated with this report. It was not provided the other detailed information.